Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. It is visible in the logs that temperature of blower too high was activated. Screenshots received. It is visible that voltage check blower and current blower are not stable at 30% blower voltage. Further, the field-effect transistor (fet) on the main electronics is showing clear overheating signs. The customer was informed that a new main electronics and blower will be sent under warranty.

Event description:
The customer reported blower failure issue on this device. It was also reported that they have exchanged the blower filter just three days ago and one month ago they cleaned the black sinter filter substitution part. As of this time, no information provided regarding patient involvement associated with the event.